Event description:
It was reported that the patient was determined to be in atrial fibrillation (af), but there was no corresponding episode listed on the cardiac compass or the stored electrogram (ECG). However, the atrial histogram indicated that the majority of the events were paced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.